Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found that the plunger tube is faulty. The plunger tube was replaced to resolve this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 1 mm syringe gives an occlusion error, the plunger is not aligned and there is a lot of tension. Per reporter, this is a repeat repair, and is an out of box failure, as the device had just returned back from repair on on 22-nov-2024. There was no patient involvement.